Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer 1.3 was failed and required maintenance. User rebooted and recovered, unplug and reconnected the power cable but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that mini drawer 3.1 had failed and would not open. At the station, the mini engine was pushed in. While the customer attempted recovery, a hook was used to assist. When the engine clicked to release, the drawer was successfully opened, and the vial causing the jam was dislodged. The system functioned as intended after the field service engineer repaired the device.